Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was the patient's son reported that the patient's symptoms had returned (the patient had been more active with their bladder) in the past few weeks. The caller stated the patient had seen their managing health care provider about 3 months ago and that the healthcare provider had madean adjustment and the patient seemed to be doing fine at that time. The caller had been wanting to change the patient's settings, but they haven't been able to connect. The caller stated the health care provider (hcp) had directed the caller to call manufacturing to troubleshoot. Had the caller pair the handset and communicator and the communicator blue light was flashing. Was going to directthe caller to toggle the bluetooth off and back on however the caller already restarted the handset before agent could guide them to do otherwise. When the caller entered back into the application, the communicator paired to the handset however each time they placed the communicator over the ins site, it immediately went to 'device not responding.' The caller stated they could feel the ins under the skin, they moved away from any type of electromagnetic interference, but they were still unable to connect. The issue was not resolved through troubleshooting. The caller stated they hadn't had to use the external equipment in a long time (caller confirmed it had been over 6 months since they'd used the equipment) because the patient had been fine up until a few weeks ago. Reviewed thepotential for the ins battery being depleted. The caller stated they didn't think the settings were "run" that high and that if it was depleted, that seemed pretty early but noted they would follow up with their hcp to check the patient's system. Documented reported event. No further action was taken by agent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.